Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -13.50/4.5/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and refractive surprise was reported. Per updated information lens rotation was performed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.